Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced episodes of syncope. It was noted that the right ventricular (rv) lead exhibited loss of capture and noise. The lead remains in use. No further patient complications have been reported as a result of this event.